Event description:
It was reported that the procedure was being performed on a female patient with abdominal sepsis in the intensive care unit. During insertion of the needle, it became kinked. At which time they were removing the needle, the cannula separated from the hub of the needle. The cannula was removed from the patient without incident. The clinician stated that the needle did not come into contact with the patient's clavicle. As a result, another kit was opened and used successfully for the patient. It is unknown if there was a delay in treatment. There was no patient death and no patient complications were reported.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.